Manufacturer narrative:
Correction: h6 and h11. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported; however, it was reported the minicap transfer set was changed. It was not reported if the patient was hospitalized or treated for the event. It was reported the patient experienced sepsis. Treatment was not reported. It was reported the patient passed away. The cause of death was reported as ¿related to sepsis.¿ it was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information was available.